Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgment occurred. Vascular access was obtained via the right femoral artery. The >70% stenosed target lesion was located in the mid left anterior descending (lad). A pt graphix guide wire was inserted, but was unable to track down the lad. This 2.50x12mm promus premier stent delivery system (sds) was selected; however, the stent slipped off the balloon undeployed. They attempt was made to wire the undeployed stent with a second pt graphix guide wire. They were unable to wire the stent. The sds, balloon and guide wire were removed. A .014x182 choice es was wired to the undeployed stent. A 2.0x8 emerge balloon catheter was inflated to 6 atm for 6 seconds and the stent was deployed in the diagonal branch. It was noted that the stent was intended to be deployed in the lad. Guide wire positioning was lost, so they rewired the lad and re- inserted the 2.0x8 emerge balloon catheter. The balloon was inflated to 6atm for 20 seconds and 15atm for 8 seconds. The 2.5x12mm stent balloon was reinserted and inflated to 6atm for 12 seconds, then a 2.50x12mm non-bsc sds was inserted and deployed in the lad at 14 atm for 20 seconds. It was further reported that patient underwent bypass surgery the following day, not for the embolization, but for the lesion that they were not able to treat. No further patient complications were reported. The patient status is well.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4) it is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).